Manufacturer narrative:
Date of event: exact date unknown, event occurred three weeks ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing increase of pain. The x-ray showed that the leads were dislodged.

Event description:
It was reported that the patient was experiencing increase of pain. The x-ray showed that the leads were dislodged. Additional information was received that the patient was also feeling uncomfortable stimulation. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted leads were not returned as it was not released by the hospital.